Event description:
The patient's legal guardian (lg) reported the patient went into hypoglycemia and collapsed. The night before the patient's pod had expired without them noticing, so blood glucose (bg) levels had increased. The patient was reportedly out eating lunch and miscounted, accidentally giving herself too much insulin. The patient does not recall how low the bg levels went or how many units of insulin she delivered. The patient fell down and cracked the personal diabetes manager (pdm) screen. An ambulance was called by the patient's friend and the patient was given glucose gel on her gum and gave her a twix chocolate bar to eat. The patient was transported to (B)(6) hospital where the patient's bg levels were checked and a new pod was applied. The patient was released after 10 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.